Manufacturer narrative:
The hill-rom technician support found the bed was unable to calibrate due to the frame being bent during shipping. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician will replace the frame to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed won't go past calibration 1 when he tries to calibrate. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).